Event description:
Boston scientific crm received information that this device was associated with pacing inhibition related to noise from another manufacturer's fractured right ventricular (rv) pace/sense lead. A boston scientific field representative reported that following receipt of a remote monitoring rv lead impedance alert, clinical follow-up showed episodes with rv pacing inhibition and loss of capture; the patient reported having felt near-syncopal at those times. This device's pacing outputs and sensitivity were reprogrammed while lead extraction was scheduled.

Event description:
A new right ventricular lead subsequently was implanted with no adverse effects. This device was reprogrammed and remains in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
--